Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and found that the system was not switching on. Review of the log files didn't confirm the malfunction with the host pc. The rse checked and found the hdd (hard disk drive) was not powering on with the host pc. The rse guided the customer to refresh the hdd in the host pc to resolve the issue. After the customer followed the rse's instructions, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system is not switching on. The hard disk drive was not powering on with the host computer. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.